Event description:
Procedure type: cosmetic. According to the reporter: the pt presented with wound dehiscence. It is unk if this was in relation to the test device. Wound was packed daily.

Manufacturer narrative:
(B)(4).